Manufacturer narrative:
The center was notified of death by donors significant other. The cause of death is unknown as the center does not have access to any autopsy report. The center has not received any additional information and no further request from the center will be made. Haemonetics sent a field service engineer to evaluate the nexsys plasma collection system. Haemonetics field service engineer inspected the unit, performed the diagnostics and calibrations tests. Unit passed all testing and calibrations, unit meet manufacturer's specifications. The disposables were discarded by customer, without physical sample to evaluate haemonetics is unable to establish cause.

Event description:
On august 19, 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the nexsys plasma collection system. No significant information or adverse events were noted on the last date of donation. Review of vitals were normal on date of last donation; however, donor was noted to have several deferrals for out of limit diastolic blood pressures and one deferral for an out of limit pulse. The plasma donation procedure was completed successfully with 800 ml of pure plasma collected.